Manufacturer narrative:
This complaint was initially submitted to FDA via asr report 3 2015 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via MDR report.

Event description:
It was reported that the patient had his artificial urinary sphincter removed in (B)(6) 2010 due to infection and erosion which caused a 2 week stay in the hospital with 7 days in ccu. There were no further complications reported as a result of this event.